Event description:
It was reported that the patient experienced an inappropriate therapy. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic) values and high rate non-sustained episodes. Additionally, the rv lead triggered a warning for oversensing of noise episodes and a spike to out of range (oor) rv pacing impedance was observed. A low voltage fracture was confirmed. The patient was admitted to the hospital and therapies were disabled. The following day the lead was attempted to be explanted, however, during the procedure, the physician was unable to move the stylet down the lead due to fibrosis on the lead. The lead was cut, capped at the fracture point, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.